Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient same day to obtain/verify the following information: one day earlier, the patient took her usual am dose of avandia 8 mg. After eating her usual pm snack, the patient obtained a result of 160 mg/dl on the reported meter around 9:30 pm while having no symptoms of high or low blood glucose level. Based on the meter reading of 160 mg/dl, the patient took her usual dose of lantus insulin 35 units. At 11:55 pm, the patient had blurred vision, heart palpitations, was sweating, light headed, and "felt like her throat was closing". She tested with the one touch ultra meter and obtained a result of 139 mg/dl. She said she felt the result was inaccurately high. She drank tea with sugar and called ems. Paramedics obtained a result of 42 mg/dl on the ems device within 10 to 30 minutes and treated the patient with oral glucose gel. The patient tested with the reported meter after receiving the glucose gel and received a result of 88 mg/dl. The patient reported the incident to her physician. The physician decreased her avandia dosage. The patient told the mas she had performed a control solution test on the meter on 06/18/06 that fell within specifications. She said she normally cleanses her finger with alcohol prior to lancing it; however, she said she always dries the finger before obtaining the blood sample. The meter, test strips, and control solution were replaced. The complainant was reported because the meter result of 139 mg/dl did not correlate with the patient's symptoms, which suggested she was hypglycemic. The patient developed hypoglycemia 2 1/2 hours after taking lantus insulin based on the lfs meter reading and required self treatment and ems treatment with oral glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplement report.